Event description:
Ectopic pregnancy, false negative hcg (pregnancy) test result report received in april 2004 from a healthcare facility regarding a patient, who experienced an actopic pregnancy after testing negative on the contrast ii hcg combotest. The date of the patient's last menstrual period was unknown. The patient tested negative on the contrast ii hcg combotest (test performed on urine of unknown specific gravity) on an unknown date. Confirmatory pregnancy testing (test not specified) was performed immediately after contrast ii hcg combotest, however results were not provided. No * interventions or treatments were administered based on the negative contrast test result. The patient's physician suspected pregnancy. The reporter stated, contrast test "turned positive roughly 15-20 minutes after read time." Subsequently, on an unspecified date, the patient had surgery to remove fallopian tube for an ectopic pregnancy. According to the reporter, there was "no time delay caused by false negative pregnancy test because of quantitative [testing]." The patient was not taking concomitant medications. The relationship between the negative contrast ii hcg combotest and the ectopic pregnancy was not provided by the reporter. Information regarding the patient's outcome was not provided. For an additinal report from the same reporter, see manufacturer control number diag-10105/2030538-2004-00008.